Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their left ventricular lead exhibiting high capture threshold and loss of pacing. An x-ray revealed that the lead had dislodged. Lead was explanted and replaced on (B)(6) 2020. Patient had no consequences as a result of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.